Manufacturer narrative:
A device evaluation was performed, and no sources of high current were noted. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no elective replacement indicator (eri) alert or allegation of premature battery depletion, the device was explanted prophylactically during an unrelated procedure. The patient was stable with no consequences.